Event description:
It was reported that the insulin pump had a broken part of the battery compartment. No further information reported.

Manufacturer narrative:
Pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip.